Event description:
Information received by medtronic indicated that there was air ingress during aspiration of two sheaths. During the attempt to aspirate and flush the sheath after cryoablation catheter insertion, air in the form of micro bubbles in the sheath IV infusion port on the sheath handle continued to be present despite multiple attempts to remove them via a 20cc syringe. The sheath was exchanged with a second sheath of the same lot number and the occurrence repeated again. A third sheath from a different lot number was used and the issue was resolved. The sheath was then aspirated and flushed after the cryoablation catheter was introduced; the procedure then commenced and was completed without further difficulty. There were no patient symptoms or complications related to the event. Device 2 of 2, reference MFR report: 3002648230-2014-00014.

Manufacturer narrative:
Investigation into the alleged failure was not possible since the device was not returned; it was inadvertently discarded by the user facility. Device history records were verified and confirmed that the devices of this lot were manufactured according to specification and passed acceptance testing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.